Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. An intraprocedural death occurred. The patient went into pea in the procedure. Acute rv dysfunction suspected mid deployment. CPR was performed prior to valve deployment. There was septal plastering and >15mm leaflet tethering of anterior leaflet and an inability to navigate the wire to rv free space. Additional information reported that initially there was good wire positioning, but it was lost during dilation, causing the wire to pop towards the anterior rvot area. It was decided to reposition with the delivery system, which was successfully done. Smoke (swirling blood flow) was noticed in the rvot, accompanied by a blood pressure drop. Upon noticing the pressure drop, the physician checked for effusion and noted severely reduced lv and rv function. There was a pre-procedure effusion, and it seemed to increase. Swirling blood and potential clot formation in the lv was also noted. It was decided to proceed with valve deployment despite the hemodynamic crisis. After CPR and medication, the valve was successfully deployed with full leaflet capture. The delivery system was safely removed, and CPR was continued.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information: per internal imaging review, the guidewire appears to have perforated the right ventricular wall. Fluoroscopy shows the nosecone extending beyond the rv lead anchor. A large pericardial effusion with tamponade developed during anchor deployment. No device malfunction identified. Root cause attributed to procedural factors-specifically, inadequate guidewire management and depth control. A potential contributing factor includes patient-specific anatomy, notably rv trabeculations. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images labelling review. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with objective evidence. Based on the device history record review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests that the repeated adjustments and the challenging trajectory which was caused by interaction of the wire via the ds onto the rv wall contributed to the reported event. The challenging wire manipulation and anatomical complexity were the likely root cause of the rv injury. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.